Event description:
Customer reported that the alarm has power, but a continuous alarm tone when a new pad is attached and pressure is off the pad. No other damage reported by the customer. There was no pt incident or injury.

Manufacturer narrative:
Eval: results: (other) - eval of the returned product found that one battery spring is offset and another battery spring is bent. The rj11 pins inside the female receptacle are bent. The top right corner of the alarm case is cracked and the bottom right corner is chipped. The screws on the back of the case are rusted. The aqualert water indicator shows moisture exposure. The hold led indicator is not visible on the outside of the alarm case. The alarm sounds continuously when weight is on a working sensor. Note: the instructions for use state: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor. The chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).